Event description:
It was reported that the user informed, the svc engineer to download the vital data of the monitors delta (operation room (or) 1, recovery room 3 (rr), recovery room 6 and ics in the recovery room) for the time period (B)(4) 2014 11:22 am until 5 pm and to provide it to the user. Also, the logs of the anesthesia device primus were requested, with which the anesthesia was done. It was reported that after the op, it was tried to resuscitate the pt in the recovery room. The pt died. According to the user there was no fault of the monitoring site. The user requests the vital data of the used monitors and also the device settings from the logs of the primus for his documentation. During downloading the logs and by looking at the trends recovered, there are no entries anymore. The monitors were at standby since the event occurred on (B)(6) 2014 until the logs were saved on (B)(4) 2014. The pt was monitored by the monitors in the following order: delta operation room (or); recovery room (rr) 3; (B)(4). Draeger reference #: (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A f/u report will be submitted as soon as the investigation has been completed.